Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that it was reported that this patient received a shock while on the toilet. The patient was asymptomatic. A review of the stored episode appears to show an underlying rhythm coming through with the signal becoming very slow prior to the shock. The rhythm post shock shows normal morphology again. A boston scientific technical services consultant discussed the potential reasons for the reported clinical observations and recommended further system evaluation. The patient was brought back into the clinic and noise was observed during isometrics. The root cause of the noise and inappropriate shock was not confirmed. This patient will continue to be monitored. No adverse patient effects were reported.